Event description:
Info received indicated that the head hi/low will drift down after releasing the hi/low up button.

Manufacturer narrative:
Info received indicated that the drift is slow but noticable. No pt impact. Unit was found in repair station. Replaced the CPR/trend valve to resolve this issue.